Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited variable pacing impedance measurements from the 400's to 1800's ohms. No noise could be created with isometrics and other lead measurements looked normal. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.